Event description:
Statlab 20 ml formalin containers have a crack in the lid for two separate patients. Pathology tests were able to be performed and no harm to patients occurred. I do not know if it was product related or user closed the lid too tight. Specimen part a small bowel biopsy specimen part d gastric polyp.